Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. It was noted that the shock lead impedance had increased over the past three years. Technical services (ts) reviewed the device data and recommended to replace the lead in the future device replacement procedure. No adverse patient effects were reported. This rv lead remains in service. Additional information was provided that, during a replacement procedure for normal battery depletion on the device, this rv lead was surgically abandoned due to advisory. This rv lead was successfully capped and another lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. It was noted that the shock lead impedance had increased over the past three years. Technical services (ts) reviewed the device data and recommended to replace the lead in the future device replacement procedure. No adverse patient effects were reported. This rv lead remains in service.